Event description:
It was reported that bd undisclosed pivc device needle did not retract. The following information was provided by the initial reporter, translated from portuguese to english: jelco safety device faulty, did not activated to pull the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Additional information received: what is the batch and catalogue of the product? No information (sample not stored) what quantity of product was affected? 01 was the reported incident noticed before, during or after use on the patient? Before was there any harm to the patient/healthcare professional? (Detail) no was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, administration of medication, etc)? (Detail) no was there any exposure of blood or chemotherapy to the mucous membranes (eyes, nose and mouth) or skin? If so, please state whether the exposure was to the patient or the professional and what measures were taken. (Detail) no what medication was being administered? N.a. Is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes) no for sample collection, please inform: (sample not stored) for product registration and replacement purposes, if applicable, please inform: not required is the sample contaminated? If yes, please state the substance (sample not in storage) could you send photographs of the sample that are relevant to the product defect? (Sample not in storage) has anvisa been notified? If so, what was the notification number? 2023.11.003680